Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm is inoperable. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found that the brake not set switch was inoperable due to cable to switch being pulled loose from terminals/ wiring. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake switch assembly and mounting ties to resolve the issue. Based on this info, no further action is required.